Manufacturer narrative:
Concomitant medial products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 132.89 mcg/day) via an implantable infusion pump. It was reported that during a normal pump replacement surgery that a portion of the catheter was found to have a hole and was replaced. There were no any environmental/external/patient factors that may have led or contributed to the issue. Post-surgery the cereobrospinal fluid (csf) was visualized and confirmed by surgeon. The issue was resolved and the patient was alive with no injury. The explanted catheter portion was discarded of. No further complications have been reported as a result of this event.